Manufacturer narrative:
The date of this report in the initial medwatch report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratched lcd window. Unit received unexpected lost sensor alarm due to faulty electrical component on interface board. Unable to test the threshold suspend alarm due to lost sensor alarm. (B)(4).

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 56 and blood glucose was 86 mg/dl. Customer also reported that the reservoir compartment was cracked and damaged. Customer was advised that insulin pump would need to be replaced.